Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-jan-2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse provided instructions to the customer to replace the diluent pump. The customer was subsequently able to run daily checks and quality control without errors. No further action required was required by field service. The most probable cause of the reported event was due to fault/ failure of the diluent pump.

Event description:
On (B)(6) 2017, the customer reported receiving intermittent "2012 air detect in diluent" errors with their aia-360 analyzer. She attempted to repeat the run; however, the error persisted. Inspection of the sample probe, noted it to be straight. The customer stated that the last diluent was made on (B)(6) 2017. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of ckmb and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.